Manufacturer narrative:
Explant was reported due to aortic regurgitation and structural valve deterioration. The investigation found that all three leaflets contained tears. There was fibrous pannus ingrowth on the inflow surface, which narrowed the inflow diameter and extended onto leaflets 1 and 2. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. The cause of the leaflet tears could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On 2013, a 21 mm trifecta valve was implanted in the patient's aortic position. On (B)(6) 2019, re-do avr was performed due to aortic regurgitation and structural valve deterioration (svd). The valve was explanted, replaced with a 19 mm mitroflow valve. The procedure was completed with no health consequence to the patient. The patient has not had comorbidities considered as a risk factor for svd. There was no calcification visually observed on the explant valve. The nadir between the ncc and lcc was confirmed to be inverted which caused aortic regurgitation.